Event description:
In the middle of the night I had to remove the mask because there was a terrible smell coming from the device and I started coughing uncontrollably. I used it several more times. This only happened after the unit was on for a couple of hours. FDA safety report ID # (B)(4).